Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Sw 4.11e. Retainer ring = black . Customer complaint about he received the no delivery during a bolus and scratch at the display window. Unit perform visual inspection and pump received with scratched lcd window. Tested with a test p-cap and the test p-cap locked in place properly. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. Unit was monitored and functioning properly. No unexpected no delivery alarm during testing. The pump history file/traces download was successful. Unit was cut/open and inspected no moisture damage or component damage found inside the pump. The motor was tested outside of the device and passed. No delivery alarm/insulin flow blocked alarm was not found in the formatted history file on the event date. However, no delivery alarm/insulin flow blocked alarm was found in the formatted history file on: 07/18/2021 12:42:24.000 alarmalertnotification faultnumber = no delivery (7) bolusprogrammingmethod = cl1 food bolus. Unit passed required testing. Not confirmed no delivery/occlusion alarm. Confirmed scratched lcd window. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that damage (physical or cosmetic), no delivery/occlusion alarm - unknown timing occurred. There was no adverse impact or consequence reported as a result of this event.